Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel is confirmed and was determined to be manufacturing related. One 3.5fr microintroducer sheath was returned for evaluation. An initial visual observation revealed the microintroducer t-handle was split in half. The sheath was also split but remained with just one of half of the t-handle, detaching from the other half. Biological residue was observed within the sample. A microscopic observation revealed some plastic deformation and uneven edges at the break site. These findings suggest the improper peel of the microintroducer sheath was likely caused by inadequate enveloping/bonding of the sheath to the t-handle during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when removing peel away introducer left hand gray piece broke off of the introducer. Right hand introducer piece still holding on and able to remove introducer all in one piece. There was no patient harm from the incident. The inserter intelligently pulled the PICC with introducer back far enough he could use other side of the introducer to pull it apart and reinsert the PICC a couple centimeters.